Manufacturer narrative:
The device was not available for investigation. Without the return of the device, a probable cause is unable to be determined. The lot history was unable to be performed as the lot number was unknown.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved unspecified tubing. The nurse stated that they started an IV potassium on a patient and it was infusing appropriately. After the wound care nurse came to do wound care on the patient, the patient was turned on her left side. When the wound care was completed, the patient was turned back on her back, and blood was noted on her left side. The blood had backed into the lower patient of the IV tubing and was coming out from a hole located in the tubing. The nurse stated also that the tubing was not caught on anything or on bedrails. The infusion was stopped, the IV was flushed for patency, and the tubing was taken down. There was patient involvement. No reported patient harm and no reported delay in therapy.